Event description:
It was reported that at system explant due to infection, exposed conductors were observed.

Manufacturer narrative:
The lead was returned in three pieces. Analysis found external abrasions at 2.3-2.5cm, 7.3-8.0cm, and 7.7-8.2cm from the distal tip on two of the pieces due to friction to another device. An internal abrasion was noted at 12.4- 14.2cm from the distal tip. The coating on the re cable was intact. Electrical tests on the pieces were normal.

Manufacturer narrative:
No medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.